Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: sedr01, implanted: (B)(6) 2011; product ID: 407658, implanted: (B)(6) 2011. (B)(4).

Event description:
An implantable pulse generator (ipg) system was returned from the (B)(6) county medical examiner with no information. Information identified in the paperwork indicated the patient died approximately three months post implant of the ipg system approximately 1 ½years ago.

Manufacturer narrative:
Product event summary # product ID# 407645 analysis was performed and no anomalies were found, visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.